Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating atrial pacing capture threshold was elevated. Atrial capture threshold consistently at 2.5 volts since (B)(4) 2015. (B)(4).

Event description:
It was reported that the device was inappropriate safety pacing following the intrinsic atrial pace. Additionally, the atrial lead exhibited high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.